Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the 16th june 2011. Upon receipt at heartsine, the device status indicators would not illuminate. This was attributed to a current leakage from track 5, which powers the status leds, to other tracks on the membrane. This had resulted in a high current drain and the subsequent depletion of multiple pad-paks, including the returned pad-pak, which was incapable of powering on the device upon receipt. This would confirm the reported fault. The faults could not be replicated with a new membrane fitted. This would confirm the failure of the returned membrane. The corrosion observed within the membrane would suggest the device had been stored outside of the recommended conditions, although this could not be verified by any means i.e. No corrosion was observed on the screws or usb contact collars. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.

Event description:
There is no patient involved. Device will not switch on.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: device not returned yet.

Event description:
There is no patient involved. Device will not switch on.